Manufacturer narrative:
The manufacturer previously reported an alleged issue related to the CPAP device's sound abatement foam, and that there was no report of patient harm or injury. The manufacturer received new information that stated the patient has breast cancer and a heart condition. The medical intervention is surgery, radiation and chemo tablets.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058